Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male patient was in the cath lab for an intra-aortic balloon (iab) insertion. When the physician attempted to pass the iab through the super arrow-flex (saf) sheath, the balloon would not pass all the way through. The first iab was removed and a second iab was inserted successfully without incident. There was a 5 to 7 minute delay in treatment, no patient death and no patient complications reported. Additional information received on 08/24/2010 from the sales representative confirmed the customer was using an saf sheath. The catheter and sheath were removed together and the same insertion site was used for the second placement.